Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that right femoral arteriotomy closure was attempted after a diagnostic procedure. However, the guide wire only penetrated to a depth of 3-4 cm from the tip and it was impossible to load the proglide and it could not be advanced into the patient. Another proglide was used with no issue to achieve hemostasis. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Abbott vasculars (av) returned device analysis initially did not confirm guide wire resistance for this incident; however, additional evaluation of the hemostasis seal was performed after dissection of the sheath. The seal valve was observed to be compressed and deformed/damaged, which could have contributed to the reported guide wire resistance. Therefore, the reported difficult to insert the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Root cause analysis concluded that the issue is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.